Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set-up joint (psuj) and flex due to error 319. A follow-up MDR will be submitted, if additional information is obtained. The complaint was confirmed based on field evaluation. Isi has received the psuj and flex for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that after da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report error 319 on armnet1 when starting up the patient side cart (psc) in standalone. The error was also confirmed in integrated mode. The procedure was completed with no reported injury.